Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 28-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was recently implanted with the ins and at they wanted to turn on the stimulation, but there was low unipolar impedance. The hcp checked the impedance values using the smart programmer and at 210 microseconds impedance was under 50 ohms for case and electrode 0 (c-0), and at 450 microseconds pulse width impedance was less than 50 ohms for c-3, c-1, and c-0. In both cases, the bipolar impedance test resulted with in values within range. The hcp was to try to reach optimal therapeutic effect using bipolar configuration. Additional information was received from a manufacturer representative (rep). The patient's weight at the time of the event was unknown. The serial number and implant date of the ins were provided. The lot number and implant date of the lead were provided. The cause of the low impedance was not determined. The patient was able to get effective therapy using bipolar stimulation. It was noted that this information was confirmed with the physician/account. No further complications were anticipated.